Event description:
The surgeon attempted to use a cannulated 4.0mm maxtorque screw through one of the compression slots of a maxlock plate. The maxtorque screw head snapped off as a result.

Manufacturer narrative:
Components from same lot number and from different lots evaluated and found to meet specified tolerances. The surgeon however, did use two incompatible systems during surgery.